Event description:
Revision of femoral component due to a peri prosthetic fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding periprosthetic failure involving a abgii no6 cementless right v40 was reported. The event was not confirmed. Device evaluation and results. The reported device was not returned for evaluation. Medical records received and evaluation indicated that insufficient medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar previously reported events for the reported lot code. The exact cause of the event could not be determined because the reported event could not be confirmed with the provided information. No further investigation for this event is possible at this time.

Event description:
Revision of femoral component due to a peri prosthetic fracture.